Manufacturer narrative:
No system performance data was provided. No system error messages were associated with this event. On (B)(4) 2011, bci field service engineer (fse) was on site and found that the lower cabinet printed circuit board (pcb) had shorted. Fse also found that the board showed signs that something dripped onto it at some point that caused the short. Pcb replaced the pcb and verified system performance to published specifications. Root cause is associated with hardware.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a burning smell and a communication error from a unicel dxi 800 access immunoassay system. There were no reports of injury or flames. The fire department was not dispatched.